Event description:
Patient advised lvad rn that one of her batteries was not charging. She used several charging ports on battery charger, but the indicator light would flash yellow. Per hvad IFU, battery was returned. New battery issued to patient, and malfunctioning battery will be sent to medtronic for warranty replacement. FDA safety report ID # (B)(4).